Event description:
Report received from a physician in 4/2005 regarding a pt, with no prior history of dermal fillers, and a medical history significant for an allergy to eggs. In 2005 the pt received injections of hylaform to the nasolabial folds on one side of their face, and injections of restylane in the nasolabial folds on the other side of their face. The physician is not sure which side was treated with hylaform. Approx a month ago, the pt experienced an abscess on the right side of their face in the nasolabial fold area. The physician gave the pt an injection of cortisone, and prescribed augmentin and a medrol dose pack. At the time of the report, the pt's outcome was unk. Additional info received in 5/2005 from the physician, who stated that the product used was hylaform plus.